Event description:
Customer's son-in-law reports back to back testing to a professional meter while using the advantage system with results of 148 mg/dl on the customer's meter and 27 mg/dl on the professional meter. Son-in-law reports customer was foaming at the mouth and slurring her words; was treated with a shot of glucose and felt better almost immediately. Meter results did not match customer's symptoms. No quality controls were run. A request was made for return of the suspect prod and replacement was sent.